Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is possible that the foreign material was a result of having used an incorrect cleaning method or mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was lost, the grip was discolored, the switch box was discolored, the air/water cylinder was discolored, the suction cylinder was discolored, the right/left knob was discolored, the up/down knob was discolored, the plug unit was scratched, the insulation resistance value at the distal end did not meet the standards, there was no air supply through the channel due to clogging, foreign objects were coming out of the distal end due to clogging of the channel and nozzle, the bending angle in the up direction was out of standard, adhesive on the bending section rubber was cracked, the connecting tube was scratched, and the universal cord was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had leakage from the air/water duct. The issue was found during receipt inspection. Inspection and testing of the returned device found the nozzle and channel were clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.